Event description:
Reference number (b)(5) event occurred in the united states. It was reported that patient faced diabetic ketoacidosis event on 07-sep-2024. Blood glucose at the time of event was 600 mg/dl therefore patient first went to ER and then was subsequently hospitalized. Cause of blood glucose was food poisoning and bad infusion sites. Patient was also found positive for moderate ketones. Patient was treated with IV and fluids of saline and insulin. No further information available.